Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose rising to 270 mg/dl after an unannounced snack exceeding 15 grams of carbohydrates while using the ilet bionic pancreas, with a subsequent reading of 208 mg/dl at the time of the call; the infusion site was reported intact without leakage, tubing was primed with confirmed flow, and no device alarms occurred. Symptoms included elevated blood glucose. Outcomes included no hospitalization and ongoing management at home. Investigation included customer education and troubleshooting regarding meal announcements, use of backup therapy, pausing insulin if directed by the care team, and guidance that the system requires time to adapt and should not be used to make corrective meal announcements. Investigation of this case revealed no evidence of device malfunction or component failure and suggested that the hyperglycemia was consistent with unannounced carbohydrate intake early in therapy while the system adapts. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user management factors contributing and no confirmed device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.